Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged which resulted in multiple usb cables becoming damaged when plugged in to the usb port. Reportedly, the usb cables were unable to charge the pump after becoming damaged. A replacement usb cable was sent to the customer. Reportedly, the customer continued to use the pump for insulin therapy. There was no impact to the customer¿s blood glucose.